Event description:
Patient admitted to hospital with electronic medical chart listing the correct attending physician. On day 2, the electronic chart listed an incorrect attending physician. This physician was unknown to the patient. At the time, the misidentification was discovered, this physician had already entered a medical care order on this "new" patient on the list. Misidentification has several permutations which are facilitated by the electronic medical chart. Electronic order entry relegates them to high pervasiveness cause, the computer is always correct. Incidence unknown, misidentification anecdotes are fragmented cause, hospitals are not enthused to report them unless patient sustains injury. Human error is always involved with said error cause of the low usability index of the forms.